Manufacturer narrative:
Correction h4: updated device manufacturing date: (remove 11/04/2022 as reported on initial). H10: the actual sample was received for evaluation. A visual inspection was performed with the naked eye which revealed a zig-zag crack in the tube which caused the leak. The reported condition was verified. The cause of the condition was generated by the packaging machine due to a bad positioning of the product during the manufacturing process. A nonconformance has been opened to address this issue. Additionally, twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice automated set with cassette was damaged which resulted in a fluid leak. The tubing section nearest to the pull ring cap was collapsed (damaged) which resulted fluid drops coming from the tubing. The leak was observed during priming for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.